Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that on (B)(6) 2017 the plaintiff underwent a small bowel resection, diagnostic laparoscopy and exploratory laparotomy during which the surgeon noted the mesh was severely stuck to the small bowel. The small bowel was removed from the mesh and it was necessary to resect two segments of small bowel. It was reported that the patient experienced severe pain, bowel resection, adhesions, nausea, diarrhea, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.